Event description:
Information was received indicating that an air leak occurred to a smiths medical pneupac parapac ventilator. It was also reported that rattling around inside was observed. There were no reported adverse effects.

Event description:
(B)(4): rattling around and air leak.